Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter to report that they found a gap in between the minicap and the transfer set, even though it was screwed tightly. The patient explained that a strand of hair could slip inside the gap. There was patient involvement. But no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). One set was received with no cap on dark blue connector and no patient connector in reference to connection issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. During visual inspection it was noted that the patient connector had been removed from silicone tubing. A white cap was placed on dark blue connector for pressure test and was tested underwater at 8 psi with no leak noted. During testing for gap, no gap was noted. No malfunction related to the complaint was detected in plant visual and functional examination. The complaint could not be confirmed in the lab. There was evidence of user manipulation of the set, but the set remained functional. A root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.